Manufacturer narrative:
Has been updated from item code 8884721252 to 8884721088. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A photo was received for a visual evaluation. A visual inspection was performed and the reported issue was confirmed. A possible root cause can be that the tube was not filled with enough water, 10cc, to remove the stylet smoothly. Feeding tubes should be flushed frequently to prevent clogging that may cause medication and nutrition accumulation through the tube. As per the instructions for use, using a syringe inject approximately 10 cc of water into the tube to activate the hydromer coating. Once the tube position has been confirmed, reactivate the hydromer coating with another 10 cc of water before attempting removal if the stylet has been indwelling for any appreciable time. The process is running according to product specifications meeting quality acceptance criteria. The production personnel were notified about the reported issue. A corrective action is not required at this time. Covidien will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2016 an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that while placing the feeding tube, there was resistance met. The doctor decided to pull the tube out of the patient and review the device. The device showed the guide wire had bent and ruptured the tube. The guide wire could not be separated from the tube. As a result, a new tube was used. There was no medical intervention required.